Event description:
It was reported that there was a line in the middle of the display of the blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).